Event description:
Info received indicates the hi/low and head function are moving unintentionally.

Manufacturer narrative:
The tech found the bed was flashing service required code 2-3-1. He replaced the right siderail ucm circuit board to repair the bed.